Manufacturer narrative:
(B)(4). Results and conclusion: (investigation in progress ¿ no conclusion can be drawn).

Event description:
It was reported that the physician was using two cougar guidewires simultaneously with a 6f gc and after removing from patient it was noticed that the coating of the wire was peeling. The devices were inspected and prepped as per IFU. All looked normal. The wire was not soaked in saline prior to use. Once flushed a few seconds passed before the wires were used in the patient. The wires were stored in the box and in the cath lab as all the other materials. Same peeling was noticed on a third cougar but this was not used in patient. No patient injury reported.